Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. The downstream occlusion alarms were confirmed and reproduced during eval. The eval found the downstream sensor current readings to be too high, causing the downstream tubing alarms. The downstream tubing guide was replaced and the device was recalibrated to ensure proper occlusion detection.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant downstream occlusion alarm. There was no pt involvement.